Manufacturer narrative:
. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead (5076, implant duration 6 years) and biotronik right atrial (ra) and rv leads, (implant duration 22 years), due to bacteremia and cied system/pocket infection. The biotronik leads had been crushed in the clavicle region prior to the procedure. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. In the biotronik leads, the llds advanced only to the area of the crush. In the 5076 rv lead, the lld advanced to the distal tip. In addition, suture was used on the insulation of each lead to provide additional traction. Beginning with a spectranetics 14f glidelight laser sheath on the biotronik rv lead, progress stalled just past the clavicle. Switching devices to a spectranetics 13f tightrail sub-c rotating dilator sheath on the biotronik rv lead, advancement was made to the innominate region. Upsizing to a spectranetics 16f glidelight laser sheath on the same biotronik rv lead, no progress was made and the glidelight was removed. Next, the 13f tightrail sub-c was used on the biotronik ra lead, and progress was made to the innominate region. Both biotronik leads broke during the procedure from a combination of traction forces and the age of the leads, so the 16f glidelight was used next to attempt extraction of the 5076 rv lead. As the glidelight advanced down the vasculature and into the ra, the 5076 rv lead released and the patient's blood pressure dropped. Rescue efforts began, including sternotomy and bypass. An ra perforation was discovered and repaired, and significant time was spent attempting to free up the biotronik lead remnants. The ra lead remnant was able to be removed post sternotomy, and the rv lead remnant was so adhered to the tricuspid valve that 5-6 cm of the lead was left within the patient. The physician believed the ra perforation was caused from traction when the 5076 rv lead released. This report captures the lld providing traction within the 5076 rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.